Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided culture results, results of third-party testing, the device evaluation, and the final investigation. Additional information added to the following fields: b5, h2, h3, h4, h6. Corrected fields: b3, d4 (inadvertently missed), e1 (fax inadvertently missed), g2 (added selection). Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: 1 cfu. Bacterial identification: staphylococcus haemolyticus/ sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: operating channel, cfu: <1 cfu, bacterial identification: n/a. The device was evaluated where additional potential adverse event(s) were confirmed, white foreign material was noted in the jet tube. Additionally, due to clogging of j-tube in control unit, water cannot be supplied. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In regards to the foreign material: based on the results of the investigation, it is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The subject device tested positive for 215 colony forming units (cfus) of enterobacteria, pseudomonas, and staphylococcus aureus. All channels were sampled.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.